Event description:
Patient reported that in the last day and a half, 5 v-go's have fallen off. Patient states that the v-go stays on for 2-3 hours before it detaches from her body. She properly cleans the application site with an alcohol swab and lets it dry.